Event description:
On (B)(6) 2011, customer reported that the dxc 800 pro instrument generated false high co2 results for 1 patient sample on (B)(6) 2011. The result was not reported out of the lab. When the issue was noted, the sample was rerun on the other dxc in the lab, and those results reported. Field service engineer examined the instrument and replaced the co2 buffer peri pump, the co2 electrode membrane and cleaned the port. Fse verified performance.